Manufacturer narrative:
No button error alarm noted. Unit received with unresponsive buttons due to broken keypad traces from dog chew marks. Unable to test for motor error alarm due to unresponsive buttons. The motor was tested outside the device and passed. Unit had cracked reservoir tube lip and dog chew marks on case.

Event description:
The customer reported via phone call that the insulin pump was damaged. His dog chewed all the buttons on the insulin pump. The customer received a motor error and button error alarms. The customer was unable to press any buttons and rewind the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.